Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for reservoir not lock in place. Customer's blood glucose was 280 mg/dl. Customer states they have been running high blood sugars and went to change reservoirs and at first it was a little piece that was not on there and then a bigger piece came off and the reservoir did not fit in properly and believes it could be from the pump damage. Customer reported cosmetic damage to the lip of the reservoir. Advise to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. Advise the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window, stained end cap sticker and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Insulin pump passed prime/compromised force sensor system test and excessive no delivery test. Unable to perform basic occlusion test, occlusion test and displacement test due to completely broken off reservoir tube lip.